Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5358427. A manufacturing review revealed no abnormalities during incoming inspection, in-process inspection, or outgoing inspection. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a bd pegasus¿ safety closed IV catheter system 22g x 0.75 in. Failed to function properly when withdrawing the needle. There was no report of injury or medical intervention.